Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about 1-2 hours after the set was changed. The patient had this issue with one set. No further information available.